Event description:
Health care professional reported a home pt was diagnosed with peritonitis while reusing cycler sets for automated peritoneal dialysis therapy. Per health care professional, home pt was hospitalized on 10/13/1998, catheter removed on 10/15/1998. Per health care professional, home pt was treated with antibiotics and released on 11/03/1998. Health care professional states she understands sets are designed and labeled for single use only.